Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6). H4: lot manufactured between august 31, 2022- september 02, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: an unopened sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and a leak was not observed. The valve set was analyzed at various point throughout the prime and verify process and pump calibration process. A leak was not verified on all inlet ports or tubing connection during ui flush after prime and pump calibration delivery process.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set leaked. This was identified during programming/setup while still in the pharmacy. There was no patient involvement. No additional information is available.